Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the first iol used had bubbles within the zone of the rings and was removed. A second back up iol was used and it had similar but less bubbles, more peripherally. The bubbles appear to be inside of the optic and not on the surface. The second iol remains implanted and the surgeon was not concerned with the encroachment of the visual axis. There are two medical device reports associated with this patient. This report is for the first iol. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in device evaluated by MFR?, evaluation codes. And additional MFR narrative. Evaluation summary: the product was returned in two pieces submerged in clear liquid. This damage is typical of a lens insertion and removal. There are no bubbles observed. The optic has a linear scrape mark (stutter scratch) on the anterior surface which may have been interpreted by the customer as the reported complaint. Additional lens damage was also observed. Four photos attached to the file show the damage that matches the damage observed on the returned product. Results of the product history record review indicated that the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece and qualified viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The damage observed appears to be related to a failure to follow the dfu. Stutter scratches typically occur due to a lack of viscoelastic and /or if the lens is delivered too rapidly. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. (B)(4).